Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
Information received by medtronic indicated that there was air ingress during aspiration of the sheath. The sheath was replaced and the procedure was completed without further issues. There were no patient symptoms or complications related to the event.